Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white crystallized contamination in the air/water and auxiliary jet channels. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the insertion tube had minor delamination and marks. In addition, the light guide tube had minor delamination. The up/down/right angles were not to specification. The electrical safety test and automated air leak test failed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water and auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.